Manufacturer narrative:
The impella device will not be received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The instructions for use for the impella cp with smart assist system states the following: section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The user facility reported that a patient experienced a cardiac tamponade and developed a bleeding tendency during impella cp support. The relationship between impella support and the noted conditions was unknown. After seven days of support, the patient passed away on support. There is not enough evidence to exclude the impella as an associated factor in the patient's outcome.